Event description:
No updates received.

Manufacturer narrative:
General information: up to now, there is no product available for analysis. Consequences for the patient: unknown. Information has been requested at the clinic least three times. Investigation: no product at hand. Batch history review: because the batch is unknown, a batch history review is not possible. Conclusion and root cause: because there is no product available for analysis, a definitive root cause analysis is not possible. According to the case description we assume an usage error or a damaged / bent instrument as most possible root cause. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activl insertion instrument. The 8.5 spacer insert did not lock into the inserter. During surgery, the spacer stayed connected to the inlay of the implant after removal of the inserter using proper surgical technique. The procedure was a lumbar total disc replacement (tdr). Additional information was requested. The adverse event is filed under aag (B)(4).